Event description:
It was reported that the intraocular lens (iol) was partially inserted and removed from patient's right eye as the front haptic was bent. Another lens of same model and diopter was used as the replacement. No other intervention was required. There was no patient injury and the patient was doing fine post operation. No other information was provided.

Manufacturer narrative:
Ethnicity/race: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 9, 2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue and blood. The lens was cleaned and inspected under magnification and one haptic was observed to be bent, and scratches were observed on the optics of the lens. Conclusion: the reported complaint issue of haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.